Event description:
Two -2- valves stuck together in each chamber of abiomed bvs 5000 bi-ventricular support system blood pump set. Device primed with crystalloid solution and valve malfunction visualized. The pump output was well below expected flow rate.